Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "aim beam was forward firing". The procedure was completed using another fiber which "aim bram was also forward firing". Patient outcome: "fine". This report is for the second fiber.